Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's case clip dislodged the cartridge when placed in a certain position. There was no adverse impact to customer's blood glucose. Reportedly, the customer slid the cartridge back into place.